Event description:
It was reported that during a hepatectomy procedure, the disc ruptured during insertion of the surgeon's hand. Surgery was prolonged seven minutes. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.